Event description:
It was reported that the right ventricular (rv) lead was dislodged. During lead revision, the helix failed to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood and tissue. Visual and x-ray examination of the lead did not find any anomalies. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.